Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose and diabetes ketoacidosis. The blood glucose reading was 591mg/dl. The customer stated that she kept giving herself boluses and her blood glucose did not decrease. Troubleshooting was performed. The programming and alarm history were correct. The cannula was removed and it was not bent or crimped. Ran a fixed prime and high pressure tests and passed. No further information was provided.